Manufacturer narrative:
Results: the returned ace68 was stretched approximately 104.0 cm ¿ 124.0 cm from the hub. The total length was measured approximately 145.0 cm. Conclusions: evaluation of the returned ace68 revealed a stretching. If the device is forcefully retracted against resistance during the procedure, damage such as a stretching may occur. The neuron max used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. During functional testing, the ace68 was unable to advance through a demonstration neuron max due to the stretching. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician encountered resistance while advancing the ace68 toward the lesion. As the ace68 was introduced to the target site, the physician realized that the clot was actually intracranial atherosclerotic disease (icad) and vessel stenosis, which cannot be treated with the ace68. Upon removal of the ace68, the physician encountered resistance and a crack was found approximately thirty centimeters from the distal tip. The procedure was completed using the same sheath and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.